Manufacturer narrative:
(B)(4). The device history review for the product hemolok ml clips 6/cart 84/box lot #73k1700322 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that during robot-assisted partial nephrectomy using da vinci, the user loaded the applier with a clip as usual manner, but the clip got broken in the cartridge. Another cartridge was used instead and the procedure was continued without problem. No clips fell in the patient and no health injury was reported.

Manufacturer narrative:
(B)(4). The customer returned 1 loose clip from unit 544230 hemolok ml clips 6/cart 84/box for investigation. No cartridge was returned. The loose clip was returned broken in half at the hinge. The damage observed to the clip is consistent with hyperextending the clip, improper loading of the clip and/or using a damaged applier. The clip applier was not returned. Reference file (B)(4) for investigation photos. The IFU for the clip appliers, l06110, was reviewed as a part of this complaint investigation. The IFU indicates, "always check the alignment of the applier jaws before use. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur." The IFU also instructs the user, "immediately following each complete sterilization cycle the instrument should be inspected prior to use. The instruments should be inspected for signs of rust, cracking, pitting, breaking, staining and/or discoloration, burrs, sharp edges or protrusion as well as any other signs of defect. Special attention should be paid to ensure the instrument shaft is perpendicular to the instrument cap. Instruments found with any signs of the aforementioned defects are not safe for use with patients and should be immediately discarded." The reported complaint of "clips broken in cartridge" was confirmed based upon the sample received. The clip cartridge was not returned, but 1 loose clip was returned. The loose clip was broken in half at the hinge. The damage observed is consistent with hyperextending the clip, improper loading of the clip and/or using a damaged applier. It is unknown how the returned clip was handled during use and the appliers used at the time of malfunction were not returned for investigation. A device history record review was performed on the device and showed no evidence to suggest a manufacturing related issue. Therefore, based upon the observed damage, operational context caused or contributed to this event.

Event description:
It was reported that during robot-assisted partial nephrectomy using da vinci, the user loaded the applier with a clip as usual manner, but the clip got broken in the cartridge. Another cartridge was used instead and the procedure was continued without problem. No clips fell in the patient and no health injury was reported.